Event description:
No additional information received from customer.

Manufacturer narrative:
After reviewing the complaint record, we found that field h9 was mistakenly filled in as fy25-087-a rather than left blank.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had white residue inside the air/water (a/w) channel. There was no patient involvement.